Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of picture is very ¿grainy¿ so bad that it is difficult to tell the difference between the vein and the surrounding tissue. Therefore, unable to visualize IV tip. Patient safety concern for placing ivs/midlines/PICC lines. Constantly have to change the settings trying to improve contrast was unconfirmed. The reported issue is unconfirmed; the unit is giving a bright and clear image. (Picture in notes and attachments) the customer did not send their probe in with the unit. Reported issue root cause: the reported issue is unconfirmed. The device was serviced, tested, and returned to the customer.

Event description:
It was reported per rn - picture is very ¿grainy¿ so bad that it is difficult to tell the difference between the vein and the surrounding tissue. Therefore, unable to visualize IV tip. Patient safety concern for placing ivs/midlines/PICC lines. Constantly have to change the settings trying to improve contrast.

Event description:
It was reported per rn - picture is very ¿grainy¿ so bad that it is difficult to tell the difference between the vein and the surrounding tissue. Therefore, unable to visualize IV tip. Patient safety concern for placing ivs/midlines/PICC lines. Constantly have to change the settings trying to improve contrast.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.